Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to the filter, designator fl9 on the analog pcb assembly that caused a leakage current. This caused the internal hlc batteries to deplete. The device would therefore not power on and charge and shock defibrillation energy. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a physio-control customer service representative that the customer's device showed the attention icon, the charge pak icon and the service wrench icon on the readiness display. Therefore the device would possibly not be able to provide defibrillation therapy when required. There was no information whether there was patient use associated with the reported event.